Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic experiencing phrenic nerve stimulation. X-ray confirmed that the atrial lead had migrated to the superior vena cava. The lead was repositioned. Patient was stable post procedure. Patient stayed overnight to have device checked before being discharged.